Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a two unspecified 275cc mentor gel breast implants and experienced bilateral capsular contracture (grade unknown) and rupture postoperatively. Since the patient¿s implants were sitting high, the patient underwent bilateral removal and replacement with two 300cc mentor smooth round moderate profile prostheses (catalog #: 3501645) on (B)(6) 2019. Upon explanation, the implants were observed to be ruptured. The date of implantation was estimated as (B)(6) 2011 based on available information. This report is for the left-sided prosthesis.